Event description:
Daughter of the end user reported that the right rear leg on her mother's 9630-1 commode bent causing her mother to fall onto the floor and the commode to land on its side. Mother pressed her call button for the ambulance who lifted her off the floor, checked her vitals which were fine. The user did not want to go to the hospital. Daughter did take her mother to immediate care on saturday ((B)(6) 2015) morning and her mother was given a thorough exam. It was determined nothing was broken, her knee and hip are black and blue and she had a scrap on her knee, was given a tetanus shot since the skin was exposed. The daughter states her mother is still pretty sore.

Manufacturer narrative:
This product was made by invacare at either invamex or aquatec (B)(4) and invacare has chosen to file this report utilizing the invamex cfn/fei registration.